Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to get my partner to help scoop cotton out of my foo foo- vagina [foreign body in reproductive tract]. Pid [pelvic inflammatory disease]. Tampax came apart in me [device breakage]. When I pulled it out was in bits, and had to get my partner to help scoop cotton out [complication of device removal]. Case narrative: consumer reported via email that the tampon came apart in her. Case escalated and assessed as non-serious.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Had to get my partner to help scoop cotton out of my foo foo- vagina [foreign body in reproductive tract]. Pid [pelvic inflammatory disease]. Tampax came apart in me [device breakage]. When I pulled it out was in bits, and had to get my partner to help scoop cotton out [complication of device removal]. Case narrative: consumer reported via email that the tampon came apart in her. Case escalated and assessed as non-serious.

Event description:
Had to get my partner to help scoop cotton out of my foo foo- vagina [foreign body in reproductive tract]. Pid [pelvic inflammatory disease]. Tampax came apart in me [device breakage]. When I pulled it out was in bits, and had to get my partner to help scoop cotton out [complication of device removal]. Case narrative: consumer reported via email that the tampon came apart in her. Case escalated and assessed as non-serious.

Manufacturer narrative:
No failure could be identified as a result of the investigation.